Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a "check clutch" error. No injury was reported.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection found the pump in good condition without external damage. A review of the event history log found there was a check clutch error. Functional testing involved a flow test and a plunger error was observed. It was identified that the plunger gear cam was missing teeth and the right timing plate was damaged. The reported issue was unable to be duplicated. Based on the evidence, the root cause of the reported issue was unable to be determined.

Event description:
The error was observed prior to use on patient. No injury was reported.